Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury connected to this event. The nellcor puritan bennett customer support engineer (cse) verified an error code in memory that supports the customer's allegation, but could not duplicate the reported problem. The cse inspected the device and replaced the analog interface pcb as a precautionary action. The unit passed extended self tesing.